Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. ¿ complication related to procedure/ surgery- breast: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture, "peri prosthetic liquid and herniations" diagnosed via MRI. The device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture, "peri prosthetic liquid and herniations" diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "peri prosthetic liquid"